Event description:
It was reported by the affiliate that during a unknown procedure, broken ace tip before use on pt. Not noted how case completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.